Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 non-defib lead: (B)(6) 2004; 5032 non-defib lead: (B)(6) 1998. (B)(4).

Event description:
It was reported that the device was non-responsive to the magnet application and unable to be interrogated with programmer. The device appeared to be at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was non-responsive to the magnet application and unable to be interrogated with programmer. The device appeared to be at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.